Event description:
Patient was implanted with an interpositional device in 2007. Surgeon indicated that device was explanted in 2009 due to "implant impingement". Patient received a total knee replacement. Review of pre-operative MRI demonstrated that presence of a large anterior osteophyte that was intended to be removed for proper implantation.

Manufacturer narrative:
Interpositional device was explanted.